Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the system froze or locked up. There is no report of patient injury or death associated with this event.